Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; additionally, a cartridge alarm was identified.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual dose injection for insulin therapy. Reportedly, the customer was using cold insulin and was using trusteel infusion set for longer than 2 days, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.